Event description:
Additional information was received as follows: the cause of the kink was due to patient's diseased vessels.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of > 5 cm abdominal aortic aneurysm and > 2.5 cm iliac. Vessel morphology was not reported. It was reported that one day post implant the patient got a cold leg. The physician used another manufacturer¿s balloon expandable stent to open the stent graft. The stent graft was still kinked and occluded again. The decision was made to perform a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.